Manufacturer narrative:
Ocd performed batch review and complaint review by lot. Batch review returned satisfactory results. The complaint review identified a trend, which is currently under investigation, (B)(4). Customer was unable to return the actual gel card as it had been discarded, however the sample was sent for investigation. Retained cards of the same lot were tested with the sample. No reactivity was observed. (B)(4).

Event description:
Customer reported a false negative result with patient's rh d typing performed in the mts abd/abd gel cards lot# 021313053-10. Customer reports patient ID (B)(6) was tested on (B)(6) 2013 on the provue. Patient's blood group was reported as o pos with a 2+ reaction in the anti-d microwell using mts abd/rev gel cards lot# 050613037-57. Based on the patient not having any previous blood group on file, the same sample was then tested on the same provue against the mts abd/abd gel card, lot# 021313053-10, and the anti-d micro well failed to yield any reactivity. Testing was repeated by the manual gel method using the same lots of mts abd/rev gel cards and mts abd/abd gel cards as above and results were consistent with the provue. All gel testing was performed with the mts diluent 2 plus lot# mdp080. Customer then tested the sample by the traditional tube method using an immucor anti-d reagent. Customer reports a 2+ reaction at immediate spin. Customer confirmed that no other discrepancies have been noted to qc or any other patient testing. All gel cards listed in the complaint were confirmed to have normal appearance and have been stored according to their package insert indications. Customer agreed to return the sample for further investigation by ocd.